Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir compartment the ring that goes around the pump had broken on the insulin pump. The customer¿s blood glucose level was 156 mg/dl. Customer stated that insulin pump was making funny noises just beep beep. The customer was assisted with troubleshooting. The customer stated that the pump had broken rings around and scratches on the screen the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.